Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that previous right atrial (ra) lead had exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.